Event description:
Related manufacturer reference number: 1627487-2022-03915. It was reported that patient experienced inadequate stimulation with their drg system. Originally targeted pain pattern was the axial back, pelvis and hips. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain patient weight but it was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.